Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02593. Concomitant medical products: glenoid baseplate pn: pm555272; ln: 673470. Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address loss of fixation post total reverse shoulder arthroplasty. Attempt have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 115370 comp rvs tray co 44mm 724430. Ep-115393 e1 44-36 std hmrl brng 996120. Unknown humeral stem. Reported event was confirmed by review of x-rays provided. The surgeon noted that the prosthesis had moved proximally. Per the x-ray review, "abnormal appearance to the glenoid component of a reverse total shoulder arthroplasty with multiple fractured screws within the glenoid as well as superior subluxation of the baseplate and the glenoid sphere. None of the screws of the baseplate were well seated within bone, suggesting loosening. There was significant lucency and osteopenia surrounding the humeral component with inadequate cement mantle diffusely. Oblique linear lucencies was noted along the proximal humeral diaphysis. Medial and lateral cortex could suggest underlying fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.